Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for left knee patellar grinding, clunk : patella clunk syndrome. Event is serious and is considered moderate. Additional information indicated the patient underwent a closed reduction/manipulation to address indicated issues as well as synovectomy, and hypertrophic scar removal on (B)(6) 2021. Date of implantation: (B)(6) 2020; date of revision #1: (B)(6) 2021; date of event (onset): (B)(6) 2021; (left knee).